Event description:
During surgery a pair of scissors was being utilized in the chest. The tip of the scissors broke off in the pt's chest cavity. The surgery was interrupted to conduct a search for the piece of broken instrument. The piece was retrieved.